Event description:
Customer initiated an implementation program to evaluate various ehiv assay performance methods. Customer observed discordant results between centaur and a competitive method. Confirmation was later obtained with western blot as follows: sample - 491; centaur - react; comp method - neg; w. Blot- neg; sample - 477; centaur- non-react; comp method - pos; w. Blot- pos.

Manufacturer narrative:
Results: no conclusion can be drawn. Additional testing on the sample will be conducted at siemens diagnostics.